Event description:
The patient was undergoing a left heart cathertization in which a micropuncture introducer set was being used. The piece broke into two parts. Both parts were able to be retrieved and there was no harm to the patient. This is the third time this has happened in the past month. Each time has been with this physician. The physician contacted the vendor. There are no known changes to the product. The physician has worked with this product in this facility for years without a prior problem.